Manufacturer narrative:
A device history record (DHR) review was performed on the device lot and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). It was noted that the aortic arch was heavily calcified, which was the most likely cause of the advancement difficulty in this case. It was reported that resistance was felt and the non-medtronic small wire came out of the left ventricle. The dcs was retracted from the arch and blood pressure began to fall. The aorta was injected with contrast under flouroscopy and an aortic dissection in the aortic arch was identified. Cardiovascular injury, such as dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that, per the physician, it was unknown if the dcs caused the aortic dissection and it could possibly be due to the guidewire or pigtail catheter. Based on the limited information available, an assignable root cause of the vascular injury cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) capsule was fully closed and the end cap/screw gear snap fit connected. The dcs handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to the full advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was prepped and loaded without incident. Fluoroscopy check confirmed a successful load. The right groin was cut down to femoral artery for primary access. Left side percutaneous access was used to insert a pigtail into the non coronary cusp. The valve was crossed via right femoral access using a al1 catheter and a straight wire. A pigtail was inserted into the left ventricle and hemodynamics were performed confirming aortic stenosis. A non-medtronic small wire was inserted through the left ventricular pigtail catheter and left in the left ventricular apex. The catheter was removed and the delivery catheter system (dcs) was inserted using the inline sheath. Resistance was met at the aortic arch with the nose cone. The dcs was pulled back and rotated a quarter turn and resistance was met against the same location. The dcs was pulled back again, rotated and advanced again. Resistance was felt and the non-medtronic small wire came out of the left ventricle. The dcs was retracted from the arch and blood pressure began to fall. The aorta was injected with contrast under fluoroscopy and an aortic dissection in the aortic arch was identified. The dcs was removed from the right groin and a 16fr non-medtronic sheath was inserted in its place. Heparin was reversed with protamine and echo imaging identified the dissection. Blood leaked into the left lung cavity and pressure was 70 but stable. The aortic leak improved over the next fifteen minutes following the infusion of protamine. It was decided to abort the case and a chest tube was inserted into the left lung cavity. 750 ml of blood was immediately removed from the lung. Bilateral femoral access was removed and closed. The patient was moved to intensive care unit (ICU) in stable condition with the left chest tube in place. The aortic arch was reported to be heavily calcified. Per the physician, it was unable to confirm if the dcs caused the aortic dissection and it could possibly be due to the guidewire or pigtail catheter. The minimum access vessel diameter was 7 millimeter (mm). No additional adverse patient effects were reported.